Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion). Corrected fields: h6 (health effect ¿ clinical code). Additional information: e1 (event site telephone: (B)(6) . It was reported that during patient case the cs300 intra-aortic balloon pump (iabp) had apump stopped inflation. There was patient involvement. A getinge field service engineer (fse) found safety disk was not secured with it's "quarter turn" design causing a slow helium leak during use. Showed biomed how to lock the sd back into place. All tests pass and are within manufacturer's specifications. Unit is cleared for clinical use. No parts were needed for this repair.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped inflating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).